Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in another country.

Event description:
Allegedly, revised due to shattered ceramic hip.